Event description:
Brush heads loose, fall off in mouth [device breakage]. No adverse event. Case description: a male consumer reported that while using an oral-b professional care rechargeable toothbrush, the oral-b brushheads, version unk have been loose and fall off in his mouth. No symptoms developed. On (B)(6) 2015 received consumer's follow-up call: the consumer reported he has a type 3731 a632 toothbrush and many brush heads have become loose and have been falling off of the toothbrush while brushing. He replaces the brush head every 90 days, and has had the brush handle for a couple of years. The product has never been dropped. The scratch test revealed a genuine oral-b brushhead. Concomitant product(s): aim toothpaste. No further information was provided.

Manufacturer narrative:
Return of the product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.